Manufacturer narrative:
Batch review performed on 18 march 2019: lot 180803: (B)(4) items manufactured and released on 24-may-2018. Expiration date: 2023-05-15. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold, without any another similar reported event. Clinical evaluation performed by medical affairs director: femoral component revision occurred 6 months after cementless total hip arthroplasty in a (B)(6) year old man affected by metabolic bone disease. Radiographic images provided show the presence of a subsided stem, probably undersized and slightly varus, and perhaps affected by a malrotation. The reason for this position cannot be assessed on the basis of a single anteroposterior postoperative x-ray. Patient anatomy or bone morphology may be one reason. We cannot determine whether the cause of the subsidence was the initial position or the metabolic bone disease that prevented secondary fixation of the implant, but there is no reason to suspect a faulty device.

Event description:
The patient has been revised (using quadra h stem) 6 months after primary surgery due to pain and stem loosening (the stem has subsided), initially the stem was placed in varus position and probably undersized. Contributing factors may also be related to metabolic bone disorder that the patient has suffered from.